Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer reported that they received a pump error alarm. The customer reported that that experienced high blood glucose. The customer's blood glucose was 26.0 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with insulin pen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during self test due to cold solder joint at the keypad assembly. The insulin pump was received with minor scratched lcd window and case. All of the buttons are responding properly. No moisture damage was found on the keypad assembly. No unlocked keypad connector.